Event description:
It was initially reported that there was a loss of therapeutic effect and pain in the patient's upper back. It was noted that the patient lost weight and that the pain in the upper back went away "90% of the time" when she turned the device off. It was stated that the stimulation did not feel as though it was "going completely off" and that the device "floated" toward the patient's "hardware" in her spine. The patient reportedly felt stimulation while sitting but could no longer feel stimulation when standing up. It was stated that the patient stumbled "because of her legs." It was noted that the device was reprogrammed several days prior to this report, and that the patient had a CT scan. It was later reported that the patient's doctor was scheduling an implant removal appointment. It was noted that the patient was still having concerns with the device or therapy, but was receiving assistance.

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 355531 lot# n308929, implanted: 2011 (B)(6), product type screening device product ID, 355028 lot# n308451, implanted: 2011 (B)(6), product type accessory product ID, 355028 lot# n308085, implanted: 2011 (B)(6), product type accessory product ID, 3550-39 lot# n305892, implanted: 2011 (B)(6). (B)(4).